Event description:
After trauma to the head the user has no hearing sensation with the device any longer. The user was re-implanted on the (B)(6) 2021. This report refers to 9710014-2021-00115. For further information please refer to this report.